Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) and the right ventricular (rv) leads had low impedance. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.